Event description:
Philips received a complaint on the intellivue x3 monitor indicating the system has a speaker malfunction. The device was in use monitoring a patient at the time of the event. No adverse event involving a patient or user was reported.

Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that the speaker malfunction was unable to be replicated during the assessment. The device was refreshed and returned back to the customer. (B)(6).